Manufacturer narrative:
Additional information received on november 29 2022 indicated that date of explantation was on (B)(6) 2022. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 7, 2022 indicated that date of removal re-scheduled for (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 19, 2021 additional information received indicated that date of explantation was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 25, 2023 indicated that the patient underwent bilateral replacements as follow; l/cat#: shpx-335, sn#: (B)(6), r//cat#: shpx-335, sn#: (B)(6), internal lateral capsulodesis, and left side revision supraareolar mastopexy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 7, 2022 indicated that the date of removal postponed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant experienced right sided rupture and bilateral pain post procedure. The pain issues and possible rupture pending ultrasound and mammogram examinations report to confirm. As a result patient scheduled for removal on (B)(6) 2021. This report relates to the left side.